Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported they had their device removed due to it being contaminated. Further follow-up was being conducted to determine when they first started experiencing symptoms related to the contaminated device, when the contamination was first observed, and if they had resolved from the contaminated device. If additional information is received, a follow-up report will be submitted.